Manufacturer narrative:
The reported events were failure to remove lead from header, unacceptable threshold, and sensing anomaly. As received, a complete lead was returned in one piece. Visual examination did not find any anomalies except for procedural damage. The reported events of unacceptable threshold and sensing anomaly were confirmed. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. Electrical testing found an internal short due to the overtorqued inner coil at the connector region consistent with procedural damage. The cause of unacceptable threshold and sensing anomaly was due to the overtorqued inner coil at the connector region consistent with procedural damage. The reported event of failure to remove lead from header was not confirmed. The lead was tested with a device and was able to be inserted and removed with no restrictions or anomalies. The connector pin, sealing ring, connector ring, and connector boot were measured within specification.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead testing revealed an increase of threshold and rapid decreased in sensing. Therefore, the physician elected to reset the rv lead but the rv lead was unable to be disconnected from the pacemaker (pm). The physician did few attempts of separating the rv lead and the pm however, all attempts failed. Additionally, the atrial lead was also unable to be disconnected from the pm. Throughout the procedure, the patient experienced restless. Finally, a new pm, a new rv lead and a new atrial lead were replaced and were successfully implanted.